Event description:
It was reported that (1) tct75 was used during a wedge resection procedure. It was reported by the rep that the blade locked out and would not fire. Opened a new one to complete the case. There was no consequence to pt.